Event description:
It was reported occlusion alarms occurred. Reportedly, the customer was using pump supplies longer than 72 hours with the mobi pump which is considered off label use. There was no adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy.

Manufacturer narrative:
Per tandem user guide: change your cartridge every 72 hours or as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.